Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d initial reporter occupation, other occupation, section g report source. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height (fh) drawer 5 on the main station was not opening. A field service engineer found that the inseparable (insep) magnet on the latching mechanism had fallen out. The magnet was replaced, and the drawer was restored to normal functionality. The customer performed an inventory count, and no additional issues were identified. The medstation and fh drawer 5 were confirmed to be in good working condition. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was not opening. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was not opening. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.